Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. At what firing did the issue occur? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? The analysis results found that the device was returned with a malformed clip jammed in jaws; this condition prevented the device from proper feeding of the clips. The jaws were noted to be properly aligned. The jammed clip was removed from the jaws and in an attempt to replicate the reported incident; the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 11 clips as intended. The device was found to be fully functional. No conclusion could be reached as to what may have caused the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired and jammed. There were no patient consequences. Case completed with another device of the same product code.